Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger can thus not perform an investigation. The complaint cannot be fully understood - it is not known if just the display blanked out or if the device fully stopped operation due to e.g. Power loss. There was no serial number information transmitted; age of the device and state of preventive maintenance and repairs is not known to dräger. There's no conclusion possible if component malfunction, infrastructure issues, lack of preventive maintenance, use error or a combination of multiple factors caused or contributed to the event. It is recommended to have the unit checked by authorized personnel and to have it repaired if necessary.

Event description:
Dräger received an ufr filed against an intensive care ventilator simply stating: "black screen during use. Action: repair." There was no detail in the report which would reasonably suggest that patient consequences may have occurred.